Event description:
Our rep is reporting that during an arthroscopic procedure, a portion of the black insulator sheathing at the distal end of the electrode flaked off into the pt's joint space. The repair was concluded successfully without further incident or harm to the pt. At this point it is not known if all of the debris was able to be removed from the body... Have questions out to the complaint reporter.

Manufacturer narrative:
We have not yet received the complaint device. However, this type of failure mode has historically been attributed to user technique. That is, while the device is in use within the body it is being, for whatever reason, scraped against something hard (bone) and or sharp (cannula or scope sheath). This done with any degree of energy would cause the coating to fall. In almost all similar cases, the returned complaint devices were evaluated, and noted on each device was evidence of scraping; scratch, abrasion and gouge marks present on the surface of the affected area. We are also conducting a build review for this lot of devices to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. When the device is received it will be subjected to a root cause failure analysis. If anything in either the build review or the analysis reveals anything different, or contradicts the stated failure hypothesis, those findings will be the subject of a follow-up report. At this point in time no further action is warranted.